Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised for status patient on (B)(6) 2022. The date of the first surgery was unknown. The surgeon implanted 3 locking screw, 1 standard screw, 1 centered glenosphere with screw ø36mm and 1 glenoid baseplate.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised for status patient on (B)(6) 2022. The date of the first surgery was unknown. The surgeon implanted 3 locking screw, 1 standard screw, 1 centered glenosphere with screw ø36mm and 1 glenoid baseplate.